Event description:
It was reported that the patient experienced pain and discomfort while charging the implantable pulse generator (ipg) due to overheating. It was noted that the patient had difficulty charging the ipg and the lead had impedance. The patient underwent a spinal cord stimulator (scs) replacement procedure, was doing well postoperatively and the explanted devices were kept by the facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred four months prior to the date the manufacturer became aware. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7133703, UDI: (B)(4). Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2218500 , model: sc-2218-50, serial: (B)(6), batch: 7134756, UDI: (B)(4).